Event description:
The customer reported while cleaning the mx40 telemetry device and running a functional check the device had a speaker malfunction error message. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported while cleaning the mx40 telemetry device and running a functional check the device had a speaker malfunction error message. The device was not in use on a patient at the time of event, there was no adverse event reported.